Event description:
It was reported patient has had pain over the last few months and was taken to the operating room for exploration. A large trochanteric bursa was found and excised. Upon deeper exploration, a large mass of tissue was taken in and around the joint. All implants except for the cup were explanted and revision components were then implanted. All explanted primary implants are being sent with this form.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection was performed, the mar concluded: the neck to stem trunnion of the modular neck exhibited evidence of micro-motion and corrosion indicating the presence of a mechanically assisted corrosion process. The surface most affected was the medial side of the neck to stem trunnion. The base alloy of the neck was found to be a cr-co-mo alloy consistent with an astm f1537 alloy 1 material. No material or manufacturing defects were observed on the device features examined. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.